Event description:
Reportedly, cpr4 no longer had any data transmission or light signals during follow-up.

Manufacturer narrative:
The review of provided data confirmed the reported issue on 11 april 2025; the device could not be interrogated because of recurrent communication issues. The most likely hypothesis to explain the reported issue is that too much electromagnetic interferences were present during the pacemaker interrogation such as nearby screens, laptops chargers, electrophysiology magnetic sensors or other telemetry heads leading to the impossibility to interrogate the pacemaker. It is recommended to avoid as much as possible noisy environment nearby the telemetry head while a device is interrogated. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, cpr4 no longer had any data transmission or light signals during follow-up.